Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user received a sensor reconnecting alert associated with dexcom g7 signal loss while the responsible device was not identified, and the user, who does not use the dexcom app, was advised on connection errors, to allow time for the sensor to reconnect, and to check blood glucose by meter in the meantime. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and education regarding continuous glucose monitoring signal loss. Investigation of this case revealed no clinical impact and no device-related adverse effects identified, consistent with transient communication loss. It was concluded, based on previously established findings for similar reports, that the cause was unknown but consistent with intermittent cgm signal loss without patient harm.